Event description:
It was reported to philips that c-arm movement was not functioning, and the issue was addressed in a prior work order on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided a workaround solution and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).